Event description:
It was reported the pt was not receiving effective stimulation therapy. She stopped using her scs system about six months ago after having a morphine pump implanted. The pt stated she does not want to have her scs system removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.